Event description:
It was reported that when using the bd pyxis¿ es server, reports did not display the expiration date. A medication event had occurred due to a suspected incorrect expiration date entry during an inventory verification. On (B)(6) 26, it was noted that medid 30067768 (phenylephrine drip 40 mg (250 ml) bag) contained bags in the pocket that had been expired since the end of (B)(6). The last action that would have triggered an expiration date entry was an inventory verification, which had a timestamp of (B)(6) 2026 at 06:48:41 by user magaspar. The transaction was visible in the all-device events report; however, the report did not show what expiration date had been entered or if any entry had been made.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist confirmed that there are no reports available to verify what was entered during inventory, as server does not provide a default report to retrieve user-entered expiration dates, reviewed the database server with a colleague and confirmed that the requested data was not available, as there was no table designed to store this information. As a result, the system does not support retrieval or verification of this data. The system functioned as intended after the technical support specialist investigated the issue.